Manufacturer narrative:
H3, h6:the associated device was returned and evaluated. The manufacturing process of the device contributed to the reported event. A visual inspection of the returned device confirmed the stated failure mode. The device has a hair within the inner diameter. A review of complaint history revealed similar events for the listed device, but no similar events for the batch, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of the sterilization records revealed the batch was sterilized within normal parameters. At this time, we do have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. An investigation into the severity and occurrence value for these products was conducted using pro-qa-105 information, severity, and occurrence tables. There are no defects based on powerbi for packaging contamination for all r3 liners. A potential probable cause for this event could include but is not limited to contamination during packaging process. Based on this investigation, the need for corrective action is not indicated. This was an isolated event and will be monitored for future occurrences. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary.

Event description:
It was reported that during a thr a small hair was found in the packaging of the r3 0 deg xlpe acet lnr 36mm x 54mm. Procedure finished with s&n backup device. No surgical delay or injury to patient reported due this event.